Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative and healthcare professional (hcp). It was reported that the patient had their battery changed on 2018 (B)(6). Additional information was received on 2018 (B)(6). It was reported that the need for the pocket revision was due to flipping causing pain. It was noted that the device was okay. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that the revision had been rescheduled for (B)(6) 2018. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative regarding a patient with an implantable neurostimulator (ins) for gastric stimulation and gastrointestinal/pelvic floor issues. It was reported that the patient was to have a pocket revision done on (B)(6) 2018. It was unknown what may have led or contributed to the issue. No further complications were reported/anticipated.